Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this bioprosthetic aortic heart valve was explanted 45 months after implant due to elevated gradient measurements (observed via echocardiogram and catheterization) and moderate-severe aortic regurgitation. It was reported that after explant device cuspal tears were observed. The valve was replaced with another manufacturer¿s device with no subsequent adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was distorted; oval shaped with the stent post bent. Note: distortion, as observed in historical events, appears consistent with a sizing issue (patient prosthesis mismatch) and/or squeezing the stent in excess. The valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Tears and abrasions observed in all cusps appeared to be due to contact with the bias cloth along the inner outflow rail. A tear along the lunula of the left cusp adjacent to the non-coronary left commissure appeared to have occurred during explant. All commissures were intact. Remnants of pannus remained attached to the sewing ring on the inflow adjacent to the right cusp, over the tissue and base stitching, into the left right and right non-coronary inferior coaptive areas, along the inflow margin of attachment and 1 to 3 mm onto all cusps reducing the inflow orifice area. Pannus lined the sewing ring on the outflow, extending to the outflow rail adjacent to the left cusp, partially covering the top of the non-coronary left stent post. An unknown amount of pannus appeared to have been removed on the inflow. Radiography showed trace mineralization in the host tissue along the sewing ring. Conclusion: based on the received information and the returned product analysis, the regurgitation was most likely caused by the cuspal tear / valve distortion, and the stenosis was most likely caused by the pannus / valve distortion. Also, the valve distortion could be a contributing cause of the bias cloth contacting the leaflets and lead to cuspal tear. Exactly when and how the distortion occurred cannot be determined. Host tissue overgrowth (pannus) is generally considered a patient related condition. (B)(4).